Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 66 mg/dl. The customer's current blood glucose is 215 mg/dl. The customer was treated with food. The customer declined to troubleshooting for low blood glucose and stated that she does not feel like there is anything wrong with insulin pump. The customer also stated that the sensor had been 50-60 points off and sensor glucose value was going from 400 to 66 mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.